Event description:
It was reported that tip detachment occurred and guidewire prolapsed requiring additional intervention. The target lesion was located in the peroneal artery. A 300cm straight tip v-14 control wire was selected for a lower extremity angioplasty. However, upon advancing, the guidewire prolapsed. When the physician pulled the wire back, about 10 millimeters of guide wire tip sheared off. Subsequently, a filterwire was used to drag the detached portion back where it was caught within the filter and successfully removed. The procedure was completed with another of the same device. No patient complications were reported.